Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the damaged distal end cover could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply impact to the distal end of the endoscope, especially the ultrasonic probe and surface of the lens. There is a risk of causing an abnormality in the visual field. Do not slightly bend the insertion part, universal cord, or ultrasonic cord (diameter 12 cm or less). It may be damaged. Do not slightly bend the area around the protector during usage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation found the distal end cover was cracked (gap has occurred). Additionally, the customer reported issue was confirmed as the angulation knobs have play/loose. Other findings include, wear to the bending section cover, scratches to the image guide and light guide coverglass, ultrasound connector has corrosion. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ot) was informed that a customer ultrasonic gastrovideoscope was returned for service/repair for a reported "angle defect¿ that was observed during an unspecified event. The inspection and testing found a damaged/cracked distal end cover in which a gap has occurred. No patient injury or harm was reported to olympus.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 11-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.